Event description:
Baby found with oxygen nasal cannula not in nares. The pulse ox was on but the sats were in the 50s. The cardiac monitor leads were not on the baby. Neither the cardiac monitor nor the pulse ox alarmed. Follow up - unable to determine how the leads came off the baby. The bedside nurse performed her hands on care of the baby just prior to the mother coming in to feed the baby. Somewhere in between the two interactions, the leads came off the baby. Upon investigation, looking into the memory of the monitor it was found that the baby did in fact have a period of 12 minutes without leads on. However, during that time the infant was monitored by the masimo pulse oximeter so the memory showed a pulse and oxygen saturation during that time period. Unfortunately, during that time period the infant did have a 6 minute period with low oxygen saturations and approximately a 3 minute period of low pulse rate. The monitor did not alarm off for 2 reasons: first - without the leads being intact (due to the age of the monitors) the monitor only signaled a 'loose lead' alert. Second, it did not recognize the decreased oxygen saturation and bradycardia because although they were picked up by the masimo monitor and recorded in the philips monitor, the philips monitor did not recognize it. I notified clinical engineering of the event and they came to check out all the monitors in the neonatal intensive care unit. It was determined that due to the age of the monitors they could not be configured to pick up the readings and send out an alarm from the masimo monitor, nor do they send out a critical alarm for a desaturation. New monitors have already been put in the budget.